Manufacturer narrative:
The handpiece was returned for analysis, service and repair. Pre-temperature test was performed. The results are as follows: 124.7°f at point 1, 120.5°f at point 2, and 117.1°f at point 3. The bearing is corroded and the motor of the handpiece shorted. Service and repair replaced the motor/cable assembly, bearing, and seal. The device was tested to the manufacturing specifications, passed and returned to the customer.

Event description:
The customer reported the handpiece generated excessive heat. The handpiece began to overheat after a minute of being used. There was no patient impact or injury. A replacement handpiece was used and the procedure was completed.